Event description:
The device was used during a oophorocystectomy procedure. Reportedly, the safety shield did not retract. The hosp has reported that no pt injury occurred. The surgeon completed the procedure with a new instrument.